Manufacturer narrative:
Date of event estimated. Further information requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) triggered. As a result, surgical intervention was undertaken wherein the device was explanted and replaced.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.